Manufacturer narrative:
1per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment.   In this case, the cause of the valve malposition (too aortic) was likely due to patient factors (significant tortuosity/angulation in the right subclavian artery) in combination with procedural factors (release of stored tension). Per report, the significant stored tension was due to severe tortuosity of the right subclavian artery and the angle going into the aorta was the cause of the delivery system moving during deployment. There was no allegation or indication a product deficiency malfunction contributed to this adverse event.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI: (B)(4). This individual report provides data received from the thv/tvt registry. Investigation of this event is ongoing.

Event description:
Per the field clinical specialist (fcs), during a subclavian tavr procedure with a 26 mm sapien 3 valve, there was valve alignment difficulty and the valve was not between the markers when crossing the annulus. The valve was around 2/3 of the way centered on the balloon markers. The valve was flat against the pusher in a straight section of the ascending aorta and no valve diving was noted. It was decided to proceed and during valve deployment the balloon "watermelon-seeded" towards the ventricle. Which resulted in the sapien 3 valve to be partially deployed too low in the annulus. The sapien 3 valve was then brought into the ascending aorta (100/0) where it was implanted with the delivery system. A valve in valve procedure was performed with a non-edwards valve to secure the sapien 3 valve in place. The patient is doing fine post procedure. There was significant tortuosity/angulation in of the right subclavian artery. Valve alignment was performed in a straight section of the ascending aorta. There was difficulty aligning the valve during the fine adjustment. There was no leakage of contrast and no issues with the delivery system balloon. The pushed was pulled back off the delivery balloon prior to deployment. Per report, the significant stored tension due to severe tortuosity of the right subclavian artery and angle going into the aorta was the cause of the delivery system moving during deployment.